Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported an error message with the adc device indicating to "remove sensor," in which they experienced difficulty. Adc customer service successfully contacted the customer and there was no third-party treatment reported for the issue. Based on the information provided, there was no report of serious injury associated with this event.